Event description:
New information received notes the right ventricular (rv) lead had continued high pacing impedance and presented for an explant procedure on (B)(6) 2024. During procedure, it was noted the leads were twisted around each other consistent with twiddler's syndrome. The rv lead was explanted within the same procedure and was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise and high pacing impedance. No changes were reported. The patient status was stable.

Manufacturer narrative:
Correction: h6.